Manufacturer narrative:
Investigation summary: no sample was received. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. This is the 2nd complaint for the lot # 8348869 for the same defect or symptom. There was no documentation of issues for the complaint of batch 8348869 during the production run. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. The posiflush product is designed to flush the lines, not to drawing blood. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the stopper separated from the bd posiflush¿ sf saline syringe's plunger while flushing and checking for blood return, and it had to be "screwed" back into place to complete the process. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the plunger is coming out of the syringe when the nurses are trying to waste blood or simply check for blood return. They are telling me they are having to ¿screw¿ it back in to complete the flushing process. One nurse describes seeing blood come all the way down to the black plunger area-not leaking out (yet)."